Event description:
"Cpi" rec'd info that myocardial leads were capped due to oversensing. The complete system was replaced. "Rr" intervals were very fast and erratic but the stored "egms" show normal saline rhythm. Impedance is steady, "r" wave measurement is steady. Thresholds had not been tested. Pt had 13 episodes that have diverted shocks. "R" waves were measured at 3.3 mv. Impedance was "good and steady". Shock egrams are clean but "r-r" detail shows the device was sensing fast beats.